Manufacturer narrative:
On-site evaluation of the customer's workflow determined that their covid-19 workflow protocol called for the technician to add well column strip covers after each step of the plate preparation process: 1. The reagent lab prepares the pk plate, 2 wash plates, and elution plate dispensing using the multidrop combi. The plates are sealed and sent ready for sample and reagent addition. 2. The patient samples (200ul) are added manually to the pk plate using a single channel pipette. After each column is added the plate is covered with a strip to help the technician keep her place. 3. Strip is removed, binding bead mix solution is mixed by vortexing and added to the sample plate. New strip is added to each column after each addition. 4. Strip is removed, ms2 is added using multichannel pipette. New strip is added to each column after each addition. 5. Covers are removed from wash and elution plates and loaded on king fisher flex instrument. The repeated addition and removal of strip covers during sample preparation is a deviation from our instructions for use and has not been validated by thermo fisher scientific. This process step, as required by the customer's protocols, cannot be ruled out as the source of the reported cross-well contamination and resultant false positive assay results. The root cause of the event has been identified as user error.

Event description:
On 7/31/2020, the customer reported cross-contamination in plates resulting in false positive samples in other wells when using the magmax viral/ pathogen ii purification on the kingfisher flex instrument. The customer ran subsequent runs to confirm and retested samples and run setups with positives and blanks next to each other to demonstrate contamination. False positives were identified by reviewing the curves on each run as well as a "plate map" that the customer developed to visually see results as they appear in the 96 well format. Following their normal protocol for pcr testing, anything in a suspicious cluster of positives or samples with a high CT value next to a low CT value were repeated for a confirmatory result. False positives were also identified when observing positive blanks. The customer's protocol calls for 8 blank spots on each 96 well plate (molecular grade water added) to monitor for contamination. The customer indicated that false results were reported to physicians "on occasion." Samples were reviewed after results were questioned and repeated. If re-run was found to be not detected / negative, a corrected report was issued and the ordering clinician contacted. No number of suspected false positive results was provided to thermo fisher scientific. Note: customer is using strips to cover the deep well plate and help the technicians keep their place during pipetting, which is a deviation from our IFU and a potential source of the contamination. They are also seeing drops of liquid at the top of the plate potentially causing contamination across wells.